Manufacturer narrative:
A field service engineer (fse) found a leak from defective tubing through pinch valve pv37. The fse replaced the defective tubing, which resolved the leak. The fse found that the peltier module and the pneumatic supply module had been damaged by the leak. He replaced the peltier module and the pneumatic supply module, calibrated the ttm and adjusted the high pressure within range. The instrument ran without leaks or errors and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a clear fluid leak of unspecified volume from the coulter lh 500 hematology analyzer while running samples . The leak was not contained within the instrument. The customer stated that "ambient lyse temp" error messages were generated at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.